Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-50 serial#: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead model#: sc-4316 lot#: 20494545 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was a suspected infection around the ipg site. It was noted that the physician ruled out the infection but still decided to do a pocket revision. The patient underwent a revision procedure wherein extensions were implanted for moving of the ipg site. The revision was per physicians preference. The patient was doing well post operatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.